Manufacturer narrative:
Lens remains implanted. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of zct150 22.0 diopter intraocular lens (iol) in a patient's left eye (os), the iol was noted having rotated at 7 days post-op. Patient's vision was not good. The lens was initially implanted at 158 degrees and was at 3 degrees at 7 days postop. Lasik touch up was performed. After surgery the physician was aiming -1.50d (diopter) visual acuity: (B)(6) with refraction 6/6 +1 for the left eye. Through follow-up it was confirmed that no re-positioning of the iol was performed. However, a lasik procedure was performed on (B)(6) 2017. Lasik procedure yielded good results with only 0.5 diopter cylinder remaining. There were no sutures, no vitrectomy, no enlargement and no future surgeries necessary. No further information was provided.